Event description:
It was reported that the patient experienced pain. A chest x-ray revealed that the lead perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.